Event description:
Received a double hip replacement in 2003. The right being completed on (B)(6) 2003. I noticed squeaking cracking and popping. Pain in the right groin and thigh as early as 2006. Visited a number of doctors in a number of cities and states. No problems were identified. But cobalt and chromium levels were not tested. On (B)(6) 2013, metal level test was done confirming high levels of chromium cobalt 49 ppb. With other symptoms, surgeon decided to revise the liner of cup could not be removed and cup had to be removed from pelvis. When cup was removed surgeon found damage to pelvis with pieces of metal debris. Bone grafting and a screw was used to aid in surgery. Extensive re-hab is going to need going future.